Event description:
The customer reported that they were pacing a patient with an mrx defibrillator. They attempted to set up a second mrx defibrillator on the same patient (adding a second set of leads and pads) at the same time the first defibrillator was being used on the patient. The second defib was unable to pace.

Manufacturer narrative:
The customer reported that they were pacing a patient with an mrx defibrillator. They attempted to set up a second mrx defibrillator on the same patient (adding a second set of leads and pads) at the same time the first defibrillator was being used on the patient. The second defib was unable to pace. No adverse patient impact was reported. On 06/23/09, the customer reported that the users attempted to pace with a second defibrillator using a total of 4 mrx defibs with the same result each time. Two of the four defibrillators that were used were evaluated by the customer. They both passed all testing. The customer acknowledged that attempting to pace the same patient with a second defibrillator is beyond expected use. We are considering this issue to be use outside normal and expected, and no malfunction.